Event description:
It was reported that the patient had driveline damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Correction to section g3: the initial MDR was submitted with a g3 date of 30aug2023; the correct date is 29aug2023. Manufacturer's investigation conclusion: the reported cosmetic damage to the driveline could not be conclusively determined through this investigation as no photos were provided by the account and no product was returned for evaluation. The patient remains ongoing on the lvas. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use is currently available and discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook is currently available and contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Rescue tape was applied to the driveline damage.